Manufacturer narrative:
Quality control (qc) was within range but failed in the evening shift. The customer reported a failed system check: washed portion failed with high imprecision, and failed wash efficiency and substrate ratio. Imprecision for the washed portion of a system check indicates the aspirate probes may not be washing efficiently. The field service engineer (fse) serviced the unit at the facility on (B)(6) 2008. The fse discovered the peristaltic tubing for aspirate probe #1 had lost its elasticity, and the sides of the tubing adhered together, limiting flow of liquid. The fse replaced all peristaltic tubing and found no leaks or splits in the tubing. The fse noted the dispense probes were dispensing properly. The fse adjusted the vacuum and mixer speed. System verification testing was successfully completed, and the unit conformed to the manufacturer's specifications. This reportable events was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-02564, 2122870-2011-02566.

Event description:
The customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for several patients involving access 2 immunoassay system. This report refers to patient number three of three. The customer retested the involved patient samples on another access 2 system and received lower troponin I results, which were released. The erroneous results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) went to the facility and assessed the unit.